Event description:
It was reported that on (B)(6) 2023, the patient had their heartmate ii pump exchanged to a heartmate 3 pump, with right ventricular assist device (rvad) for support. It was noted that the patient was stable post exchange; however, additional information revealed that the patient had multiple rvad placements, clotting, and kidney dysfunction. The kidney dysfunction was reportedly not device related and was treated with continuous venovenous hemodiafiltration. The right heart failure developed after pump implantation; however, it was not thought to be device related. There were 2 rvad placements performed, one to wean off, and another due to right ventricular failure exacerbation. A thrombus was found in the pump of the rvad, so it was discontinued. The patient eventually passed away on (B)(6) 2024 due to multi-system organ failure. It was noted that the device operated as expected and the outcome was not considered device or therapy related. Related manufacturer report numbers: 2916596-2023-07443 and 3003306248-2024-00399.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number: (B)(6), and the reported multi-system organ failure (including right heart failure and renal dysfunction), and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure (including right heart failure and renal dysfunction), and death as adverse events that may be associated with the use of the hm 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer report number 2916596-2024-00598 was determined to be supplemental to this event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple right ventricular assist device (rvad) placements, clotting, and kidney dysfunction. The kidney dysfunction was not device related. It was treated with continuous venovenous hemodiafiltration (cvvhd). The right heart failure developed after pump implantation. It was not device related. There were 2 rvad placements performed, one to wean off, and another due to right ventricular failure exacerbation. A thrombus was found in the pump of the rvad, so it was discontinued. The patient eventually passed away due to multisystem organ failure. The pump operated as expected and the outcome was not device or therapy related. Related rvad manufacturer report number is 3003306248-2024-00399.